Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient had anemia due to acute blood loss with hemoglobin (hbg) of 5.3 and hematocrit (hct) of 18.3. It was stated that radial and carotid pulses were absent with a map of 68mmhg via doppler today. Although the map is at goal, it remains on the lower end of normal range likely due to acute anemia. It was stated that the patient was sent to emergency department (ed) for admission and was transfused 2 units' red blood cells (rbcs) with an hct 23.3. Colonoscopy completed and was not source of bleeding. It was stated that the patient will resume his home medications and issue was stated to have been resolved on (B)(6) 2015 and was discharge on (B)(6) 2015. No additional information available.